Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported experiencing an "episode." The patient's symptoms are not known. Patient's husband called paramedics. Paramedics treated patient with glucose. Patient was not taken to hospital. Patient alleges that cgm inaccuracies caused the event. Patient reported the cgm blood glucose (bg) value was 51 mg/dl, while bg meter value was 255 mg/dl. At the time of contact, patient is feeling much better. No additional patient or event information was provided. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.